Event description:
It was reported that the user experienced recurrent low glucose of 66 mg/dl while using the ilet system. Review of device reports indicated improper use of meal announcements that contributed to hypoglycemia; the user was educated on correct meal announcement practices. Investigation included review of device data, and this case revealed user technique error related to incorrect meal type selection within meal announcements caused the issue. No symptoms associated with low blood glucose were reported. Outcomes included self-treatment with oral glucose and completion of education, with no further medical intervention reported. It was concluded that the event was attributable to use error and that device function was not implicated.